Event description:
Physician reported 3/17/92 he believed there was a problem with a patient on 3/17/92 and 2/27/92 caused by bovie. Patient on 2/27/92 had bleeding post colonoscopy requiring a return to or for a colectomy the same day and patient #2 on 3/17 had more than anticipated bleeding during colonoscopydevice labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: incorrect technique/procedure. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.